Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella ld device for mechanical circulatory support. While on support, patient was bleeding. As a result, patient was given blood and platelets. Patient survived the procedure.